Event description:
It was reported that during a da vinci partial nephrectomy procedure, the surgical staff encountered an error code 48100 which is a recoverable external video error. At the time the event occurred, the surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse had the surgical staff disconnect all video cables from the system but the error code issue persisted. The surgical staff also emergency powered off the system but the issue was not resolved. Due to the reported error code issue, the surgeon made the decision to convert the da vinci partial nephrectomy procedure to open surgical techniques. On (B)(6) 2014, an isi field service engineer (fse) performed a site evaluation and repaired the system by replacing the personality module surgeon console (pmsc). The pmsc is a module with 5 interface boards installed within. In the pmsc there are no user connections. The fse tested the system and verified that it was ready for use. On (B)(6) 2014, isi contacted the site. The site indicated that the error code 48100 occurred at some time during the beginning of the da vinci surgical procedure. Since the error code issue could not be resolved with troubleshooting, the surgeon made the decision to convert to open surgical techniques. According to the site, the open surgical procedure was completed successfully and no operative complications were reported. The site also indicated that the error code 48100 issue has been resolved.

Manufacturer narrative:
The pmsc was returned and evaluated. The pmsc was installed on an in-house system and the reported problem was replicated. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci surgical procedure to open surgical techniques after encountering an error code 48100 issue.